Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported condition of "constantly alarming." Through the svc screen, it could be seen that the silence alarm/reset button was not functioning. The unit was powered-up and allowed to ventilate. The ventilator was powered down to duplicate an alarm condition. The alarm silence/reset button was unable to silence the alarm. The unit was unplugged internally to silence the alarm. The top membrane was replaced with the new membrane rev. E. Calibration and operational testes were performed. The ventilator was subjected to a 24 hr burn-in, and a second round of calibrations and operational tests. Additionally, a new usb cover was installed. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, an ht70 ventilator generated a continuous alarm, and the battery had to be removed to silence the unit. There was no pt involvement.